Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation, and that there was pain and shocking which occurred when the implantable neurostimulator (ins) was turned on. Follow up information received reported that reprogramming was performed on the patient's device and comfortably felt the stimulation. The patient experienced no further problem and there was no further intervention required.